Manufacturer narrative:
A follow up medwatch will be submitted when further information becomes available.

Event description:
It was reported that there is blood leakage occurred while using hemoconcentrator. The failure was found to have no effect on the patient. Complaint ID: #(B)(4).

Manufacturer narrative:
The hemoconcentrator was directly involved in the incident which was detected during usage on patient. It was reported that there was a blood leak from the product. The product was not available for investigation. The received photograp only shows the product and it doesn't show the exact point of leakage, customer could not confirmed the exact part which is caused to leakage. Since the product was discarded by customer, laboratory investigation could not be performed. Device history record (DHR) review for lot 92268457 was performed. There are no evidences indicating non-conformance or deviations of the product in question during manufacturing and final release of this specific lot. Since affected part is not available, the exact root cause could not be determined. However, the reported failure could be linked to the risk assessment and control bc 20 plus / bc 60 plus / bc 140 plus no-rinse hemoconcentrators (dms#(B)(4), v10) and the most probable cause could be: - use errors: lack of attention on device handling. - mechanical force. None of these causes could be confirmed due to insufficient information within this complaint (no sample, no information of leakage part). The reported failure "leakage on hemoconcentrator" was detected during use and therefore could be confirmed. The device was directly involved in the event. The occurrence rate was calculated for the reported failure and product and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending. H3 other text : the product could not be provided by user.

Event description:
Complaint: #(B)(4).